Event description:
It was reported that the programmer was unable to interrogate a device. The radio frequency (rf head) was replaced, but it was still unable to interrogate. The programmer and last rf head tried were returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the programmer passed all functional and system tests. It is noted a system error was found in the programmer error log. Concomitant products: product ID 2067 rf (radio frequency) head; product ID 229047 analyzer. (B)(4).